Event description:
It was reported that during a procedure, the device did not function after a few mins. Display shows instrument error. Took new instrument to complete the case. No pt consequence. No further info is available.